Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was completed: upon visual inspection, it was noticed that the handle component was broken off at the dowel pin assembly. The broken handle piece was not returned. No other defects were found on the device. A dimensional inspection was not performed due to the post-manufacturing damage and the root cause of the device condition has been identified as a device design deficiency, which has subsequently been addressed. As the lot number is unknown for the returned device, the following earliest available to the current drawing revisions were reviewed. The diameter and tolerance of bore hole and the dowel pin hole in the handle was changed; these changes are relevant to the device condition. The complaint was confirmed for the received device as the instrument was received in broken condition. A valid design defect was identified as the root cause of the cracked condition. Relevant actions have been taken to address the issue. No manufacturing issues were identified through the investigation. Based on these findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d4: it was determined that 2053 was not the lot number of the complained device. The lot number of the device is unknown.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during ankle fracture open reduction and internal fixation, the handle with quick coupling broke at the distal end, below the screw in the handle. It is unknown if there were fragments generated. It was unknown if there was a surgical delay. The procedure outcome is unknown. No patient consequences. This complaint involves 1 device. This report is for (1) handle with quick coupling, small. This is report 1 of 1 for (B)(4).